Event description:
It was reported that during a coronary drug eluting stenting treatment procedure shaft breakage occurred. The physician was advancing the taxus liberte' 2.75x32mm drug eluting stent delivery system through an unknown guide catheter and the shaft broke at the distal end. There were no patient complications reported.

Manufacturer narrative:
Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. As the original guider was not returned for analysis the cause of the original kink or the subsequent fracture could not be determined. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event is unknown.